Manufacturer narrative:
This lead remains in service. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead displayed high threshold measurements and loss of capture (loc) for and unspecified duration. A lead revision procedure was performed where this lead was successfully repositioned. Other than the procedure, no adverse patient effects were reported.